Event description:
It was reported that the patient had a new implant put in and the lead was also replaced. The patient stated the lead "was not working right," but had no other details. The patient stated that the health care provider (hcp) did not give any more information besides it "was not working right." It was unclear why the lead was replaced. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was normal implantable neurostimulator (ins) battery depletion. It was noted the patient had a quad lead but wanted broader coverage so her lead was replaced with two 1x8 leads at the same time as her ins. At the patient's post-operative appointment she had 100% coverage of her pain area. No patient hospitalization was required. No patient injury reported.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2011, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type programmer, patient product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3487a, lot # l37769, implanted: (B)(6) 1996, explanted: (B)(6) 2011, product type lead. (B)(4).